Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed, and the proximal lv (low voltage) electrode of the lead was covered with a white substance. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased to high impedance, and increased to high threshold values. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.